Event description:
This is filed to report the single leaflet device attachment/slda. It was reported this was a mitraclip procedure performed to treat functional mitral regurgitation, with an mr grade of 4. The patient had fallot tetralogy, the transseptal puncture was high and imaging was challenging due to the anatomy. The mitraclip delivery system (cds) (B)(4) was advanced; grasping was difficult due to the high transseptal puncture. The clip was implanted on a2/p2. To further reduce mr, a second clip (B)(4) was advanced, this clip was also difficult to implant too due to the transseptal puncture. The clip was implanted, however after deployment the clip detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). A new transseptal puncture was performed, and the clip was positioned without issues. The third clip stabilized the slda clip and reduced mr to 2. There were no adverse patient effects and no clinically significant delay during the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lots that would have contributed to this event and a review of the complaint history identified no similar incident reported from this lot. Based on the information reviewed, the reported difficult to position that resulted in the single leaflet device attachment (slda) appear to be due to the high transseptal puncture, therefore due to procedural circumstances. The reported unexpected medical intervention was a result of case specific circumstances. There is no indication of product issue with respect to manufacture, design or labeling.